Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath. After insertion the pump alarmed "high pressure." As a result, the iab was removed and exchanged with another iab. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.